Manufacturer narrative:
Continued address details: (B)(6). Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: intracapsular rupture.

Event description:
Healthcare professional reported unknown side intracapsular rupture. The device has been explanted.